Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient was presented in clinic with a vf episode. Review of the egm revealed oversensing of electro-magnetic interference (emi). Patient does not recall being around anything at the time the episode took place. The lead tested fine electrically, and will be further evaluated when the patient returns for device replacement due to normal eri. No further information available.

Event description:
New information received that the physician elected to not replaced the lead. Patient will continued to be monitored.